Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's primary care physician (pcp) told them to call the manufacturer to see what they can do for them. Patient stated the stimulator has not worked like it was supposed to since implant. Patient complained that they wake up in pain and they're not supposed to be in pain. Patient stated the device always has to be charged all the time 100% and the batteries go low quickly. Patient stated that they have been walking like a little kid like they're burning from behind when they get up. Patient mentioned that they talked to their manufacturer representative (rep) and the rep changed the program but told the patient there is nothing more the rep can do. Patient services specialist (pss) asked the patient when they notified the rep of the issue and patient stated that they call their rep whenever they have a problem. Patient stated their pcp cannot do anything for them. Patient stated their pain level is at 20. Patient stated they have to use a walker and they can't walk. Patient stated they were retaining liquid at the ins site and the ins site was painful. Additional information was received from the patient. They reported that they were soon going to have the implant removed, but they were told to call the manufacturer to see what they can do for them. Patient stated the implant has caused more problems than it has helped.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead, product ID 97745nt, serial# (B)(6), product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported the patient's ins and lead were removed last week because the device was not helping her. The patient stated the controller did not have power. Agent assisted patient with resetting the controller, after resetting the controller power on and recharging when plug into the outlet. Agent reviewed patient can do whatever she wants with her external devices.